Manufacturer narrative:
The service technician determined that a failure of the motor was the root cause for the reported problem. The electronic log file and the replaced motor were available for investigation. The reported symptom could be reproduced by means of the information recorded in the log. At 10:22 a.m. On the reported date of event, the device detected an error related to the detection of the motor position within the ventilator assembly. The apollo reacted as specified for this situation by automatically switching to manual ventilation and generating a corresponding visible and audible ventilator fail alarm. A functional test of the motor revealed that there are numerous positions where the motor couldn't provide mechanic power due to a mechanically abraded collector disc. The motor assembly is designed for a durability of more than 10 years. In this case the motor has nearly reached the estimated lifetime of 10 years. It was produced in 2008. The failure rate regarding this kind of wear and tear effect is within the accepted range.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported whilst on a patient, the primus ventilator stopped working and displayed a ¿ventilator failure¿ warning message on screen. As surgery had not started, staff were able to move the case to another available theatre, hence no patient harm resulted.